Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 18x2.0mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at 10.5 kilopascals (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, 1mm proximal from the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 18x2.0mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during inflation at 10.5 kilopascals (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.